Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient was sleeping and her husband came home tried waking her up but she was not responsive. Her husband called paramedics and tried waking her up. The patient couldn´t remember if there was a bg reading taken at that time. She was then taken to the hospital and treated there with IV insulin. She had to stay at the hospital for 8 days to stabilize her blood glucose because her bg was over 500 mg/dl. The patient was discharged on (B)(6) 2024. It was reported that during the time of the event, the sensor had failed. At the time of the report the patient was doing fine. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.